Manufacturer narrative:
H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025, the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 44 mg/dl during a supply change. The event was corrected with juice, and bg rose to 75 mg/dl by the end of the call. No outside assistance or medical intervention was required, and no long-term health effects were reported.